Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump and meter are not connected. Customer was advised to delete the pump serial number from the meter. Customer was able to establish the connection between the pump and meter. Customer was successful in making sure the data will be transferred by doing a finger prick. Customer's blood glucose was 3.2 mmol/l at the time of the incident. Customer stated that the pump had been bumped. Customer stated the pump is missing an o-ring at the reservoir compartment. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.